Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine patient follow-up visit, loss of pacing/sensing was seen on the egm. A lead warning was indicated and the impedance was reportedly low. The lead is scheduled for replacement. There were no patient complications reported with this event.